Event description:
The following was reported to gore: on (B)(6) 2022, the patient underwent an emergency endovascular treatment of a thoracic aortic aneurysm rupture using gore® tag® conformable thoracic stent graft with active control system. A 22fr gore® dryseal flex introducer sheath was inserted from the right femoral artery. Then, two gore® tag® conformable thoracic stent grafts with active control system were implanted successfully. After the 22fr sheath was removed, it was observed that the blood pressure of the right limb was low. However, it was not confirmed any obvious dissection and/or rupture in the access vessel by an angiography (1200-e, access events - other/unknown). It was confirmed that proximal of the right external iliac artery to distal of the right common iliac artery became narrow. So, a gore® viabahn® vbx balloon expandable endoprosthesis was implanted in there. As a result, the right internal iliac artery was covered by the gore® viabahn® vbx balloon expandable endoprosthesis, but it was observed that the blood flow of the right internal iliac artery maintained. The patient tolerated the procedure. Reportedly, the angiography for the access vessel was performed by only one direction, that is why it is possible it was not confirmed any obvious dissection and/or rupture in the access vessel. It was reported that it was possible that the 22fr sheath might have gave damage to the access vessel, considering the right external iliac artery diameter (4.8mm ¿ 6.0mm).

Manufacturer narrative:
(B)(4).